Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances that rose gradually. Technical services (ts) recommended reprogramming the lead and raising the alert settings. The patient will continue to be monitored. The rv lead remains in service. No adverse patient effects were reported.